Manufacturer narrative:
The device is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.